Event description:
Patient a and b samples were tested for hgb and plt on the coulter act 5diff cp analyzer and erroneously low results were obtained. The results were reported out of the lab. Both patients were transfused, but the transfusion was clinically necessary for patient a. Fresh samples were collected from both patients which recovered higher hgb results. (Results not provided). The original specimens were re-tested twice and recovered higher results that were considered correct. Corrected reports were sent out. There was no death associated with this event.

Manufacturer narrative:
The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.

Manufacturer narrative:
Device not returned. This event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient registry. Through follow up with the health care provider (via fax), additional information was received. The operative report was requested, however, it was noted that it is unavailable. The device has been discarded and therefore, is not available for evaluation. A device history record review is in process.

Event description:
It was reported that the device was explanted after an implant duration of approximately 0.07 months. In 2009 (through follow-up with the health-care provider), it was learned that the device was explanted due to systolic anterior motion. No other details were provided.